Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that a vns pt had high impedance upon interrogation. A system diagnostics test was performed and the high impedance was confirmed, and it was revealed that the pt's output current was being limited by the impedance values. The pt had recently undergone a battery replacement surgery for normal end-of-service, and diagnostic testing during that surgery with the new device attached were within normal limits. The pt's medical professional reprogrammed the generator to lower settings, which resulted in a deliverable output current although, the impedance value was still high. The medical professional reported that there had been no manipulation or trauma, and the pt was having an increase in seizures. The seizure level was still below pre-vns baseline values, and there had been no changes in the pt's medications; the medical professional attributed the increase to the high impedance. The device was not disabled by the medical professional as the programmed current was now being delivered. Also, x-rays were to be taken, but the site would not be sending them to the manufacturer for review before the pt was referred for revision surgery. The pt underwent a revision surgery where the lead was replaced. No breaks were visualized during the surgery. Following implantation of the new lead, device diagnostics provided within normal results (no specifics available). The explanted lead was returned to the manufacturer, but product analysis has not been completed to date.